Event description:
It was reported during the implant procedure that it was not possible to move guidewire within lead. The lead was not implanted. No patient complications have been reported as a result of this event ((B) (6)).

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor distorted on the visual inspection. The guidwire was not returned with the lead and could not be evaluated. No other anomalies were found.